Manufacturer narrative:
Initial trend analysis for lot 69303 was conducted; no malfunctions were found. This is the only complaint for lot 69303. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A user of item 827155 lot 69303 reports that there is contamination inside of the plunger.